Event description:
Air in the hub of the delivery system. During preparation and prior to use, the dcs delivery sys could not be purged. There was air bubbles in the hub of the delivery sys after the syringe was connected, and the sys was purged with the saline. Another dcs delivery sys the same size was used to continue the procedure.

Manufacturer narrative:
The prod has been returned for eval and testing, however, the engineering eval is not yet completed. Add'l info will be submitted within 30 days upon receipt.